Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. It was also reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds and oversensing in the form of short ventricular intervals and non-sustained ventricular tachycardia (nsvt) episodes. Finally, the left ventricular (lv) lead was exhibiting high thresholds. The lead had previously been repaired due to damaged insulation. Another attempt was made to repair the lead but the high thresholds remained. The lv lead was then explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.